Event description:
The product complaint shows the customer alleged that while the 7200 ventilator was on a patient, the audible alarm failed to activate during an "alarm" condition. The patient was unharmed and uninjured. The hospitals' biomed noted the alarm was intermitent and replaced the alarm assembly. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.